Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no lead damage was noted. The issue has been resolved and the lead is being monitored. The patient was in stable condition

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no lead damage was noted. The patient was in stable condition.